Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy red rash underneath the electrodes. Patient does have allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that she was suggested to take breaks from the device as needed by a nurse. Follow up indicated that the breaks have helped.